Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer delivered too much insulin via a bolus from the pump. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer drank orange juice to address bg. Customer continued to use the pump for insulin therapy.